Manufacturer narrative:
(B)(4).

Event description:
It was reported that a ventilator alarm silence reset button was resetting and the light emitting diode (led) was turning on and off. There was no patient involvement.

Manufacturer narrative:
(B)(4).the service engineer evaluated the returned ventilator, and verified the reported complaint. The top membrane was replaced to resolve the customer reported malfunction. The ventilator passed all testing and operates within the manufacturing specifications.

Manufacturer narrative:
The device was repaired and the reported issue was isolated to interface between the device and the failed component. If information is provided in the future, a supplemental report will be issued.